Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator gave low volumes during ventilation. Device was exchanged for another one no patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: ventilator gave low volumes durring ventilation. Device was exchanged for anither one no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: ventilator gave low volumes durring ventilation. Device was exchanged for anither one no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11 ----------------------------------------------------------------------- hamilton medical ag complaint number: cer 146365 follow-up 2 - device evaluation: root cause: hamilton medical ag received the logfiles of the device for analysis and according to the logfile analysis we have the following results available: the device does not show technical faults but alarms frequently with "vt low", "low minute volume", "disconnection on patient side" and "inspiratory volume limitation" during ventilation of a patient. Consequently, the patient was moved to another ventilator. The service engineer performed the service software tests and replaced the defective pressure sensor assembly. After the replacement, the device works as intended. Updated fields: b4, g1, g3, g6, h2, h6, h7, h11.